Event description:
It was reported that during an attempted implant, the lead was unable to reach the target position and the parameters were not ideal. The lead was removed and replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.